Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 257 mg/dl, and was addressed with a correction bolus. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully.